Manufacturer narrative:
Zoll medical corporation evaluated the device. The malfunction could not be duplicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device has no voice prompts and the display blanks out. Complainant indicated that there was no patient involvement in the reported malfunction.